Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks due to t-wave oversensing and small r-waves in the alternate sensing vector. The patient was tested in the clinic, and auto setup failed in all vectors. Technical services (ts) was contacted, and ts noted untreated events showing muscle noise which was oversensed. Ts discussed programming options. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks due to t-wave oversensing and small r-waves in the alternate sensing vector. The patient was tested in the clinic, and auto setup failed in all vectors. Technical services (ts) was contacted, and ts noted untreated events showing muscle noise which was oversensed. Ts discussed programming options. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.